Manufacturer narrative:
The reported event of lead malfunction was not confirmed. As received a complete lead was returned in one piece. Analysis found external abrasion breaching the optim sheath only at 15.8-16.0 cm from connector pin consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-19875. It was reported that the implantable cardioverter defibrillator failed to capture and the right ventricular lead malfunction. The device and lead were explanted and replaced. No additional information was reported/additional information was requested but not received.